Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the safety insulin syringe. The customer reports, "the account lifted the safety shield to twist and lock the safety shield came completely dislodged form the syringe. The nurse involved in the incident was stuck with the dirty needle."